Event description:
It was reported by the physician's office that the initial interrogation of the patient's device showed unintended settings that were indicative of faulted system diagnostic test settings. A copy of the physician's flashcard was obtained, and upon review, it was observed that a programming anomaly occurred on (B)(6) 2013 in which a faulted system diagnostic test occurred and a final interrogation was not performed. Upon initial interrogation on (B)(6) 2013, the settings were at unintended parameters and the output currents were at 0ma. The settings were corrected on this visit except for the off time which was not corrected until (B)(6) 2013. The company representative discussed with the physician the importance of performing a final interrogation, and about the importance of recognizing and corrected faulted diagnostics which changed the settings as indicated in manufacturer labeling.

Manufacturer narrative:
.